Event description:
It was reported that the patient implanted with this right ventricular (rv) defibrillation lead presented to the emergency room 19 days post implant with complaint of pre-implant symptoms. Review of device memory noted what appeared to be rv loss of capture (loc) during automatic threshold testing. Technical services (ts) recommended further evaluation of the lead. The local field representative was contacted for further evaluation. Available information indicates this product remains in service. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.